Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire technical support spoke to the customer and suggested to replace the gas delivery engine. The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit is in ventilator inoperable (vent inop) state. The customer confirmed that there was no patient involvement associated with the reported event.